Event description:
Subsequent to the initial medwatch report, the following additional information was received: it was reported that suture placement with a proglide (not perclose at as previously reported) device was attempted in the right common femoral artery via 6fr sheath using the preclose technique prior to an endovascular aneurysm repair (evar) procedure. A femoral angiogram was not taken. Reportedly, the first proglide device was successfully placed. The second proglide device was attempted and a suture break occurred. When the proglide device was removed, a bit of friction was felt and the guide separated. No part of the device was left in the patient anatomy. The evar procedure was completed. A cut down was performed and the artery was sutured to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
Device codes: 1562 labeled 1212 labeled 2017 labeled. Internal file number - (B)(4). Device code 2017: failure to follow steps. Estimated date. Corrections: catalog#, device code 3190 removed. Evaluation summary: the device was returned for analysis. The reported guide detachment was confirmed. The suture detachment could not be confirmed because the suture was not returned for analysis. Entrapment of the device/ difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. It should be noted that the deployment sequence in the perclose proglide instructions for use, states: perform a femoral angiogram to verify the location of the puncture site. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using a perclose at device via after an unknown procedure. Reportedly, an unknown device failure occurred with the preclose at device. A second device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.